Event description:
Reporter indicated, a vns pt had high lead impedance readings with systems diagnostics testing. The pt had no trauma and was referred for a surgical eval. Vns revision surgery is planned for (B)(6)2010. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.